Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded an alert for left ventricular automatic threshold (lvat) test greater than programmed or in suspension with suspected loss of capture on the left ventricular lead channel. Technical services (ts) recommended further in office review. No adverse patient effects were reported. This system remains in service.